Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the circumstances that lead to the pain that started three months ago was that they could not adjust the pain level. The patient reported the unit was not working, and no steps were taken to resolve the pain at this time. The patient reported they have to replace the old battery placed on the right side of the butt cheek. The replacement programmer did not resolve their pain, and the pain was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that their programmer was not working and they had to ask about their battery. This might have been the problem. They saw their doctor first and had to ask about the programmer. They needed to know why the stimulator was inoperable and was still not working. They stated the replacement programmer did not resolve their pain. The battery pack was not working due to it being blown so they had to make arrangements to get it going again. They stated their pain had not really been resolved; they have been taking medication. The provided their weight. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the programmer would not power on. The patient reported he was in pain, but could not use the programmer to check his settings. The patient reported he desperately needed the therapy, because it helped his body and lessened the pain level. The patient reported that replacing the batteries in the programmer did not resolve the issue. A replacement programmer was sent to the patient. No out-of-box failures were reported. No further complications were reported/anticipated.